Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the hepatic artery. A renegade hi-flo kit was selected for use. During preparation, the lumen of the microcatheter was flushed with heparinized saline to ensure there were no leaks. When the microcatheter was removed gently from the carrier hoop, it was noted that the device was broken into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged 1cm to 10cm from the strain relief. The shaft was not completely separated and the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the hepatic artery. A renegade¿ hi-flo¿ kit was selected for use. During preparation, the lumen of the microcatheter was flushed with heparinized saline to ensure there were no leaks. When the microcatheter was removed gently from the carrier hoop, it was noted that the device was broken into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.